Event description:
It was reported, "having difficulty seating trident insert completely into trident shell. Tried 5 times to seat properly to no avail so used identical insert with different lot number and seated properly first time on implantation."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.